Event description:
A peritoneal dialysis patient has reported that the tubing leaked inside the cassette door. Prophylactic antibiotics were administered as a precaution and there is no other known patient ill effect. Patient's effluent remained clear. Patient completed treatment with manuals. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.